Manufacturer narrative:
510(k): k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle snapped during procedure and had to be removed at 11:00am this morning. Endoscope had to be sent for rest of needle to be removed. Patient ok. Informed sales rep to contact customer and pick up remaining two needles of same lot and broken needle. Customer mentioned, this occurred with the same product before a while ago. (An additional file has been created to capture the comment that this occurred with the same product previously). "As per cc form": during the puncture of lymph node number 7 the needle broke off. The doctor said that at first it felt like the needle had no strength and was unable to penetrate the lymph node.on the second attempt the needle broke off and remained in the bronchus. It was then possible to recover the broken needle using a forceps. Section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. The patient does not have an urgently needed staging. They will need to undergo a second bronchoscopy. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Was a kink or bend identified on the device? Where is this located on the device (handle end (proximal end) or patient end (distal end) or multiple kinks along the length device? Unknown- the needle has to be removed by treier. Was the kink or bend identified on the device within the packaging, prior to use or post use? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Lungs n7. 3. Please describe the size of the intended target site. Unknown. 4. If not with the device in question, how was the procedure performed and/or finished? No- see my answer in product complaint formular. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available?no. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Fuji/ treier ebus bronchoskop. 11. Was the scope recently serviced / repaired? Unknown. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? See filled complaint formular. 14. Was the syringe used during the procedure, after the stylet was removed? Unknown. 15. Was difficulty experienced while retracting the needle? No attempt on retracting/ detaching the needle. 16. Was it possible to fully retract before removing the needle from the patient? No. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? See filled complaint formular. 20. 21. Was the stylet partially removed when advancing into the target site? Unknown. 22. How many samples were obtained with this needle? None. 23. Did any section of the device detach inside the patient? Yes- see filled complaint formular. 24. If the device was kinked below the sheath extender, was the kink observed before return to the manufacturer? 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Unknown. 26. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 27. If the device is a procore, is the kink located distally at the notch / core trap? Unknown. 28. Is the patient known to be covid-19 positive? Unknown.

Event description:
The investigation was concluded on the 15-jan-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k): k160229. Device evaluation: 1 unit of lot: c1755649 of echo-hd-22-ebus-o-c was returned opened not in its original packaging. 2 units of lot: c1755649 of echo-hd-22-ebus-o-c were returned not opened in their original packaging. An additional file was opened to capture the comment ¿this occurred with the same product before a while ago¿ contained in the complaint description of this file. Reply was received as follows; ¿today I was able to talk to mrs. (B)(6). She confirmed to me that there had actually been an incident with a broken ebus needle. But that incident happened about 3 years ago. (B)(6) logged this complaint at the time¿ as a result of the above clarification 3001845648-2020-00924 was agreed to be cancelled lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26 nov 2020. A kink was observed at the notch area on the broken needle part which was returned. The break on the needle part returned was observed approx. 1cm from the notch area. No other part of the device was returned. No issue observed with the 2 unused devices returned. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number: c1755649 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1755649. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109-6) a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the incorrect scope most likely led to the difficulty puncturing which in turn would have caused the distal needle kink and break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The broken needle tip was recovered using a forceps.